Event description:
The customer received questionable troponin t stat, cardiac t (troponin t) results for one patient sample. The initial result was 0.017 ng/ml and was reported outside the laboratory as 0.02 ng/ml. The doctor questioned the result since the patient had previous results of approximately 0.50 ng/ml. The sample was repeated on the same analyzer and recovered 0.593 ng/ml. According to the customer, this was the corrected result. The sample was repeated a second time on a cobas 6000 e601 analyzer and recovered 0.540 ng/ml. A second sample was drawn from the patient and a result of 0.562 ng/ml was obtained using the elecsys 2010 rack analyzer. The original sample was repeated again using the elecsys 2010 rack analyzer and generated a result of 0.571 ng/ml. The customer believed the patient sample was a "short" sample. The patient was not treated based on the erroneous result. The troponin t reagent lot was 15989401. The field service representative discovered an intermittent error with a pinch valve and determined the valve was the cause of the discrepancies. He replaced the valve and ran performance tests which were within specification.